Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("the wires extend from the fallopian tube stumps into the myometrium/migration of essure device location of device: myometrium/perforation (uterus)"), device expulsion ("the wires extend from the fallopian tube stumps into the myometrium"), post procedural haematoma ("suturing of vaginal cuff for vaginal bleeding postoperative hysterectomy due to hematoma"), the first episode of haemorrhagic anaemia ("anemia due to acute blood loss"), the second episode of vaginal haemorrhage ("vaginal bleeding post-operative hysterectomy,"), pulmonary embolism ("pulmonary embolism"), the first episode of vaginal haemorrhage ("following the surgery, plantiff developed heavy abnormal vaginal bleeding/abnormal bleeding (vaginal"), the second episode of haemorrhagic anaemia ("anemia due to blood loss"), internal haemorrhage ("hematoma/internal bleeding") and genital haemorrhage ("abnormal bleeding") in a 31-year-old female patient who had essure (batch no. 627759) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pulmonary embolism, urinary incontinence (with coughing, sneezing or laughing. Stress incontinence), metrorrhagia, chest pain, gastroesophageal reflux disease, anemia (chronic), depression, vaginitis, vulvovaginitis, mitral valve prolapse, menses irregular on (B)(6) bladder infection and thrombosis. Previously administered products included for an unreported indication: penicillin g and penicillin g. Past adverse reactions to the above products included drug hypersensitivity with penicillin g; and rash with penicillin g. Concurrent conditions included vaginal swelling, stress incontinence, female (stress incontinence), hemorrhoids, cervix inflammation, dysfunctional uterine bleeding, pain, coronary artery disease and vaginal hematoma. Concomitant products included medroxyprogesterone (depo provera) since (B)(6) 2009 for birth control. On (B)(6) 2009, the patient had essure inserted. In 2009, 3 years 3 months after insertion of essure, the patient experienced the first episode of vaginal haemorrhage (seriousness criteria medically significant and intervention required). In 2009, the patient experienced fatigue ("fatigue"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, post procedural haematoma (seriousness criterion medically significant), the second episode of vaginal haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and endometriosis ("endometriosis"). On (B)(6) 2012, the patient experienced the first episode of haemorrhagic anaemia (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced the second episode of haemorrhagic anaemia (seriousness criteria medically significant and intervention required) and internal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced cystitis ("vaginal bladder infections"), vaginal infection ("vaginal bladder infections"), the first episode of headache ("migraines / headaches") and migraine ("migraines / headaches"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pulmonary embolism (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), the second episode of headache ("headaches"), the first episode of procedural pain ("painful post-operative recovery") and the second episode of procedural pain ("painful postoperative recovery"). The patient was treated with anticoagulant sodium citrate, propranolol, antibiotics, surgery (laproscopic hysterectomy (partial) vaginal,), surgery (laproscopic hysterectomy (partial) vaginal,), surgery (second surgery to repair her internal bleeding), fluid replacement (transfused with two units of packed red blood cells) and fluid replacement (transfused with two units of packed red blood cells). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, device expulsion, post procedural haematoma, the last episode of vaginal haemorrhage, pulmonary embolism, cystitis, vaginal infection, migraine, dysmenorrhoea, endometriosis and the last episode of procedural pain outcome was unknown and the last episode of haemorrhagic anaemia, internal haemorrhage, genital haemorrhage, fatigue, dyspareunia, the last episode of headache and menorrhagia had resolved. The reporter considered cystitis, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, internal haemorrhage, menorrhagia, migraine, post procedural haematoma, pulmonary embolism, uterine perforation, vaginal infection, the first episode of haemorrhagic anaemia, the first episode of headache, the first episode of procedural pain, the first episode of vaginal haemorrhage, the second episode of haemorrhagic anaemia, the second episode of headache, the second episode of procedural pain and the second episode of vaginal haemorrhage to be related to essure. The reporter commented: the right one with one ring showing. Then placed the left with tree. The procedure was then discontinued. The patient will be transferred to the recovery room in stable condition. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: confirming full occlusion of fallopian tubes. Concerning injuries reported in this case the following one/ones were described in patient medical records: embedded device, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("the wires extend from the fallopian tube stumps into the myometrium/migration of essure device location of device: myometrium/perforation (uterus)"), device expulsion ("the wires extend from the fallopian tube stumps into the myometrium"), post procedural haematoma ("suturing of vaginal cuff for vaginal bleeding postoperative hysterectomy due to hematoma"), the first episode of haemorrhagic anaemia ("anemia due to acute blood loss"), the second episode of vaginal haemorrhage ("vaginal bleeding post-operative hysterectomy,"), pulmonary embolism ("pulmonary embolism"), the first episode of vaginal haemorrhage ("following the surgery, plaintiff developed heavy abnormal vaginal bleeding/abnormal bleeding (vaginal)"), the second episode of haemorrhagic anaemia ("anemia due to blood loss"), internal haemorrhage ("hematoma/internal bleeding") and genital haemorrhage ("abnormal bleeding") in a 31-year-old female patient who had essure (batch no. 627759) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pulmonary embolism, urinary incontinence (with coughing, sneezing or laughing. Stress incontinence), metrorrhagia, chest pain, gastroesophageal reflux disease, anemia (chronic), depression, vaginitis, vulvovaginitis, mitral valve prolapse, menses irregular on (B)(6) 2011, bladder infection, thrombosis and miscarriage in 2004. Previously administered products included for an unreported indication: penicillin g and penicillin g. Past adverse reactions to the above products included drug hypersensitivity with penicillin g; and rash with penicillin g. Concurrent conditions included vaginal swelling, stress incontinence, female (stress incontinence), hemorrhoids, cervix inflammation, dysfunctional uterine bleeding, pain, coronary artery disease and vaginal hematoma. Concomitant products included medroxyprogesterone (depo provera) since (B)(6) 2009 for birth control. On (B)(6) 2009, the patient had essure inserted. In 2009, 3 years 3 months after insertion of essure, the patient experienced the first episode of vaginal haemorrhage (seriousness criterion medically significant). In 2009, the patient experienced fatigue ("fatigue") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2009, the patient experienced dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse),"). In 2009, the patient experienced the first episode of vaginal haemorrhage (seriousness criterion medically significant). In 2009, the patient experienced fatigue ("fatigue") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, post procedural haematoma (seriousness criterion medically significant), the second episode of vaginal haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and endometriosis ("endometriosis"). On (B)(6) 2012, the patient experienced the first episode of haemorrhagic anaemia (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced the second episode of haemorrhagic anaemia (seriousness criterion medically significant) and internal haemorrhage (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced cystitis ("vaginal bladder infections"), vaginal infection ("vaginal bladder infections"), the first episode of headache ("migraines / headaches") and migraine ("migraines / headaches"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pulmonary embolism (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), the second episode of headache ("headaches"), the first episode of procedural pain ("painful post-operative recovery") and the second episode of procedural pain ("painful postoperative recovery"). The patient was treated with anticoagulant sodium citrate, propranolol, antibiotics, surgery (laproscopic hysterectomy (partial) vaginal, surgery (second surgery to repair her internal bleeding), fluid replacement (transfused with two units of packed red blood cells) and fluid replacement (transfused with two units of packed red blood cells). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, device expulsion, post procedural haematoma, the last episode of vaginal haemorrhage, cystitis, vaginal infection, migraine, dysmenorrhoea, endometriosis and the last episode of procedural pain outcome was unknown, the pulmonary embolism had not resolved and the last episode of haemorrhagic anaemia, internal haemorrhage, genital haemorrhage, fatigue, dyspareunia, the last episode of headache and menorrhagia had resolved. The reporter considered cystitis, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, internal haemorrhage, menorrhagia, migraine, post procedural haematoma, pulmonary embolism, uterine perforation, vaginal infection, the first episode of haemorrhagic anaemia, the first episode of headache, the first episode of procedural pain, the first episode of vaginal haemorrhage, the second episode of haemorrhagic anaemia, the second episode of headache, the second episode of procedural pain and the second episode of vaginal haemorrhage to be related to essure. The reporter commented: the right one with one ring showing. Then placed the left with tree. The procedure was then discontinued. The patient will be transferred to the recovery room in stable condition. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: confirming full occlusion of fallopian tubes on (B)(6) 2012 vaginal cuff was done. Concerning injuries reported in this case the following one/ones were described in patient medical records: embedded device, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-aug-2018: plaintiff fact sheet received. Outcome of event pulmonary embolism were update. Onset date of event dyspareunia were update. Lab data were update. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("the wires extend from the fallopian tube stumps into the myometrium/migration of essure device location of device: myometrium/perforation (uterus)"), device expulsion ("the wires extend from the fallopian tube stumps into the myometrium"), post procedural haematoma ("suturing of vaginal cuff for vaginal bleeding postoperative hysterectomy due to hematoma"), anaemia postoperative ("anemia due to acute blood loss"), post procedural haemorrhage ("vaginal bleeding post-operative hysterectomy,"), pulmonary embolism ("pulmonary embolism"), vaginal haemorrhage ("following the surgery, plaintiff developed heavy abnormal vaginal bleeding/abnormal bleeding (vaginal"), haemorrhagic anaemia ("anemia due to blood loss"), internal haemorrhage ("hematoma/internal bleeding") and genital haemorrhage ("abnormal bleeding") in a 31-year-old female patient who had essure (batch no. 627759) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pulmonary embolism, urinary incontinence (with coughing, sneezing or laughing. Stress incontinence), metrorrhagia, chest pain, gastroesophageal reflux disease, anemia (chronic), depression, vaginitis, vulvovaginitis, mitral valve prolapse, menses irregular on (B)(6) 2011, bladder infection and thrombosis. Previously administered products included for an unreported indication: penicillin g and penicillin g. Past adverse reactions to the above products included drug hypersensitivity with penicillin g; and rash with penicillin g. Concurrent conditions included vaginal swelling, stress incontinence, female (stress incontinence), hemorrhoids, cervix inflammation, dysfunctional uterine bleeding, pain, coronary artery disease and vaginal hematoma. Concomitant products included medroxyprogesterone (depo provera) since 30-jan-2009 for birth control. On (B)(6) 2009, the patient had essure inserted. In 2009, 3 years 3 months after insertion of essure, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required). In 2009, the patient experienced fatigue ("fatigue"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, post procedural haematoma (seriousness criterion medically significant), post procedural haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and endometriosis ("endometriosis"). On (B)(6) 2012, the patient experienced anaemia postoperative (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced haemorrhagic anaemia (seriousness criteria medically significant and intervention required) and internal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced cystitis ("vaginal bladder infections"), vaginal infection ("vaginal bladder infections"), the first episode of headache ("migraines / headaches") and migraine ("migraines / headaches"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pulmonary embolism (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), the second episode of headache ("headaches"), the first episode of procedural pain ("painful post-operative recovery") and the second episode of procedural pain ("painful postoperative recovery"). The patient was treated with anticoagulant sodium citrate, propranolol, antibiotics, surgery (laparoscopic hysterectomy (partial) vaginal,), surgery (laparoscopic hysterectomy (partial) vaginal,), surgery (second surgery to repair her internal bleeding), fluid replacement (transfused with two units of packed red blood cells) and fluid replacement (transfused with two units of packed red blood cells). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, device expulsion, post procedural haematoma, anaemia postoperative, post procedural haemorrhage, pulmonary embolism, cystitis, vaginal infection, migraine, dysmenorrhoea, endometriosis and the last episode of procedural pain outcome was unknown and the vaginal haemorrhage, haemorrhagic anaemia, internal haemorrhage, genital haemorrhage, fatigue, dyspareunia, the last episode of headache and menorrhagia had resolved. The reporter considered anaemia postoperative, cystitis, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, haemorrhagic anaemia, internal haemorrhage, menorrhagia, migraine, post procedural haematoma, post procedural haemorrhage, pulmonary embolism, uterine perforation, vaginal haemorrhage, vaginal infection, the first episode of headache, the first episode of procedural pain, the second episode of headache and the second episode of procedural pain to be related to essure. The reporter commented: the right one with one ring showing. Then placed the left with tree. The procedure was then discontinued. The patient will be transferred to the recovery room in stable condition. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: confirming full occlusion of fallopian tubes concerning injuries reported in this case the following one/ones were described in patient medical records: embedded device, device expulsion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical records received: reporters details added. Aka names added. Case medically confirmed. Event the wires extend from the fallopian tube stumps into the myometrium. Historical, concomitant condition were added. On (B)(6) 2018: pfs received: reporters details added. Aka names added. Event ¿the wires extend from the fallopian tube stumps into the myometrium/migration of essure device location of device: myometrium/perforation (uterus)¿ coding pt updated from iud embedment to uterine perforation. Events added as abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal)type: vaginal bladder infections, migraines / headaches, reproductive system disorder or condition type of disorder or condition: endometriosis, migration of essure device location of device:myometrium, dysmenorrhea (cramping), surgery (other)type of surgery: suturing of vaginal cuff for vaginal bleeding postoperative hysterectomy due to hematoma, perforation (uterus), other injury(ies) or complication(s)please describe: vaginal bleeding post-operative hysterectomy, anemia due to acute blood loss, a painful postoperative recovery. Pulmonary embolism. Concomitant, historical drugs and treatment drugs were added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), vaginal haemorrhage ("following the surgery, plaintiff developed heavy abnormal vaginal bleeding"), haemorrhagic anaemia ("anemia due to blood loss"), internal haemorrhage ("hematoma/internal bleeding") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2012, 3 years 3 months after insertion and 14 days after removal of essure, the patient experienced haemorrhagic anaemia (seriousness criteria medically significant and intervention required) and internal haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), abdominal pain ("severe abdominal pain"), dyspareunia ("pain during intercourse"), headache ("headaches") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (vaginal hysterectomy to remove the essure devices), surgery (second surgery to repair her internal bleeding), fluid replacement (transfused with two units of packed red blood cells) and fluid replacement (transfused with two units of packed red blood cells). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, vaginal haemorrhage, haemorrhagic anaemia, internal haemorrhage, genital haemorrhage, fatigue, abdominal pain, dyspareunia, headache and procedural pain had resolved. The reporter considered abdominal pain, dyspareunia, fatigue, genital haemorrhage, haemorrhagic anaemia, headache, internal haemorrhage, pelvic pain, procedural pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: confirming full occlusion of fallopian tubes. Incident . No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.